Manufacturer narrative:
Insulin pump passed the displacement test. However, pump error 63 alarm (variable info=3) during self test and confirmed in the pump history due cold solder joint on u1 keypad assembly. Unable to verify error 53 alarm due to 63 alarm noted during self test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. No harm requiring medical intervention was reported. The device was returned for analysis.